Manufacturer narrative:
Product analysis: the interrogation issue was not traced to the programmer, but to a concomitant product. The programmer's display was found to be out of calibration, and its stylus exhibited intermittent functional problems. The connection between the display and printed circuit board (pcb) was cleaned and re-seated, the stylus was replaced, and they were calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not interrogating devices. It was further reported that the programmer had broken latches on the power cord bay door. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during analysis.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.